Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: correction/additional information/device evaluation h3: device evaluated by manufacturer - additional h6: component code/medical device problem code - correction h6: type of investigation/investigation findings/investigation conclusion - additional

Event description:
It was reported that the transmitter was producing shock. The product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was not provided. The allegation was confirmed. The allegation could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable was producing shock. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.